Event description:
A 3.0mm diameter by 18mm length s670 stent delivery system was inserted to direct stent a lesion in the left anterior descending coronary artery. The stent delivery system was pulled back into the guide catheter during the attempts to cross the calcified proximal lesion. The stent became damaged to the third time the delivery system was pulled back into the guide catheter. Subsequently, the guide catheter and the stent delivery system were pulled back to the femoral sheath for removal. The damaged stent would not enter the sheath, therefore, the entire system, including the sheath was removed. Upon removal, the stent dislodged from the stent delivery balloon between the femoral artery and the soft tissue. A cutdown procedure was subsequently performed to remove the undeployed stent from the pt. The pt was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The severe calcification of the lesion and the lesion not being pre-dilated contributed to stent not being able to cross the lesion. The retraction of the stent delivery system multiple times into the guide catheter contributed to the stent dislodgement.